Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the left common femoral artery using prostar xl devices. Reportedly, an attempt to deploy the sutures through a 7-french sized access site was unsuccessful. During suture deployment the first needle could not be completely removed from the hub and the suture broke. The device was removed over a guide wire and a second prostar xl device sutures were deployed and set to the side. The access site was dilated to 12-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the prostar xl suture were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: reported device (B)(4) - indications for use. The device was used in a 7f procedural sheath sized vessel. The prostar xl states under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheath. The device was returned for evaluation. The reported failure of the needles to deploy and suture break were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.